Event description:
A patient reported blood glucose results of 121 mg/dl. And 156 md/dl with a lifescan meter, performed within 10 minutes of each other. The patient had also performed another precision test with results of 172 mg/dl and 231 mg/dl, also performed within 10 minutes of each other.